Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
The patient was treated as part of the (B)(6) study on (B)(6) 2016. At index procedure ((B)(6) 2016), the patient presented with a de-novo occlusion located in the middle third of the superficial femoral artery (sfa) of the right leg. The target lesion presented with a 5.0 mm reference vessel diameter (proximal and distal), 50 mm in length, 100% stenosed, and with grade 2 calcification. Pre-dilatation was performed using a 5.0 x 40 mm percutaneous transluminal angioplasty (pta) balloon. A 6.0 x 80 mm biomimics 3d stent was implanted. Post-dilatation was performed using a 5.0 x 40 mm pta balloon. On (B)(6) 2018 an in-stent occlusion of the right sfa was reported. No claudication symptoms; however, walking limited due to angina. Angiography of right lower extremity on (B)(6) 2018 (at time of cardiac cath) noted 100% occlusion of mid r.sfa w/100% instent restenosis (zilver stent). On (B)(6) 2019, distal aortography - 100% in-stent restenosis. Successful pta performed w/10% residual stenosis. The ae was resolved on (B)(6) 2019. The device remains implanted.